Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received messages that the bolus had stopped and had thought that the pump had stopped working. The customer was unable to recall any further information regarding the event. The customer's blood glucose (bg) level was in the 300-400 mg/dl range with traces of ketones and insulin injections were used to address the bg level. The customer had disconnected from the pump and had let the battery deplete. The customer was using insulin injections to manage diabetes. Tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the reported issue as the customer's pump was not charged. Although requested, the customer had not contacted cts to troubleshoot after the pump battery had been charged.